Event description:
Patient on ventilator with 3.5 ett with inline suction. Inline suction removed from ett tube for bedside bronchoscopy under continuous cardio-respiratory monitoring; 3.5 ett distal connector added from new package labeled coviden: shiley oral/nasal tracheal tube cuffless 3.5 mm ID (ref # 86235 / lot # 2060239jzx) to existing ett tube for procedure along with airway connector (sontek medical suction safe swivel y). Bronchoscope 2.8 mm introduced via airway connector through 3.5 ett distal connector and tube into trachea. Bronchoscopy procedure started. Patient desaturated during procedure and bronchoscope attempted to be withdrawn. Upon removal of bronchoscope, scope was unable to be withdrawn. The bronchoscope became lodged and unable to be completely withdrawn in the opening of the ett distal connector. Preparations were made to remove and replace ett. Instead, ett distal connector and airway connector had to be removed from ett to pull out the scope to open airway. Upon examination of ett cap by physician and rcp noted distal connecter stated 3.0 instead of 3.5 as labeled on package. Bronchoscope (bf-xp160f) noted to be damaged with outer coating stripped down to the fiberoptic threads. Patient received manual breaths via bag valve mask and saturations recovered. A 4.0 distal ett connector was placed and a different 2.8 mm bronchoscope was used to complete the bronchoscopy without further issue. All ett 3.5 mm with similar lot #'s removed from units. Follow up to manufacturer has occurred. FDA safety report ID # (B)(4).